Event description:
Two taxus stents were placed without difficulty. A third stent (taxus 3.5 x 28) was placed and a perforation was noted. The balloon was inflated adn deflated, after the 4th inflation the balloon would not deflate. The balloon tip broke off with approximately 27 cm left in the patient's coronary artery. With the wire in place a snare was attempted, meantime the patient's blood pressure dropped, they were in tamponade. A pericardio-centesis was done and the patient's pressure came up to 100. Because of the patient's instability, surgery was called. The patient was taken to or. In the or, the tamponade was evacuated with difficulty due to adhesions, the leak was over sewn and the stent graph was removed with the balloon. Attempts to wean the patient off the cardiopulmonary bypass were unsuccessful and the patient was pronounced dead.